Manufacturer narrative:
Product analysis: visual review of image revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread, consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6) (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent surgery due to lumbar spine degeneration. During the surgery, there was one set screw's head found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. No patient complications were reported.